Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that there was a loss of therapy and the patient thought her therapy might not be working right. The patient reported that she had to go to the bathroom a lot. The patient reported that she couldnt hold it. The patient reported that she wanted to check it, but misplaced her patient programmer. The patient reported that she had routine programming done in (B)(6) 2016 and patient thought the healthcare provider might have moved the device down a little bit. The patient confirmed that this was not done surgically but through his computer. The patient reported that it felt like it was in a different place. The patient also reported having a urinary tract infection (uti). The patient took antibiotics for the uti and it was gone. Additional information was received and it was reported that the patient was diagnosed with another uti on (B)(6) 2016.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient and it was reported that the urinary tract infection and return of symptoms had been resolved. The patient reported that their device was turned off. The patient reported that they turned off and back on and took the medication cipro for 14 days as steps to resolve the urinary tract infection and return of symptoms. The patient reported that the cause of the urinary tract infection and the return of symptoms was that the device was off. The patient reported that when the device was turned back on the symptoms disappeared.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.